Manufacturer narrative:
(B)(4). System analysis/service repair on may 19, 2014: the ¿error codes 820 and 302.13¿ were confirmed and was determined to be the result of a faulty top cover. The top cover was replaced. Preventative maintenance was performed. The system was tested and verified to meet manufacturer¿s specifications. The top cover was returned to ams on june 03, 2014 and was sent to the supplier.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on (B)(6) 2014 and was sent to the supplier. Product evaluation: the top cover s/n (B)(4) was evaluated by the supplier on (B)(6) 2014. The reported ¿errors 820 and 302.13¿ issues were not confirmed and no failure was found; however can cable was noted worn out. The can cable was replaced. The top cover passed the standard production test. Probable root cause: based on the supplier fu report, the root cause was undetermined.

Event description:
It was reported that error codes 820 and 302.13 were observed during a procedure. The customer was unable to clear the errors that occurred and the case was canceled. Patient will be rescheduled for surgery at a later date. Patient outcome: "ok" reported; however, the manufacturer is filing this as device malfunction for non-completion of case.